Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken output connector. Analysis also noted that the upper case had a broken boss, the lower case was broken, the encoder assembly was contaminated, four knobs were contaminated, and four case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connector. The epg is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.